Manufacturer narrative:
Insulin pump power up properly after battery installation, received with operating currents within specification. No unexpected battery out limit alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 138 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer stated that he cleared the button error alarm. Then got a battery out limit, cleared it. Then he tried to set up the device when the numbers started ramping up. No further information reported.